Event description:
Patient returned to the hospital with the stryker 2 pain pump. None of the ropivicaine had been administered. The surgery was performed a few months ago. The pump had been hanging for two weeks.